Event description:
I had the essure coils inserted. Upon insertion one of the coils punctured my fallopian tube. I had to have surgery to close tj tube up, but it ended having to be cauterized due to the damge to the tube. I still have one tube inserted. Since having the procedure I have a horrible period every 2 weeks for approx 6-7 days. I lost tremendous "oubys" of blood. I am going to have to have another surgery (endometrial ablation) done in approx a week to help with all the bleeding.

Event description:
Additional info received from reporter (B)(6) 2015: in (B)(6) 2013, I had an ablation done to stop the bleeding. Approx 6 months went with no periods and mild pain. In (B)(6) 2014, I started experiencing horrible pain in my lower abdomen. Went to ob/gyn, had x-rays, showed cysts on ovaries and where they were bursting. I started having periods again. The pain during and mid period is so bad, I can not walk. I get horrible headaches, I sometimes have no energy to walk. I looked 6 months pregnant during my period and mid cycle. I have experienced the pain and the periods like this since june of last year. In december my doctor put me on birth control pills to see if this would help. It did not. Went off the pills. Two months ago I started having a period every 2 weeks and for one week at a time. This device device has caused nothing but havoc on my life and financial situation. I have to have a hysterectomy tomorrow in order to alleviate the pain and stop the periods.